Event description:
Device overheated and patient received a burn injury to their inner cheek close to tooth #3. Patient is reported to have required two sessions of laser therapy for scarring and has recovered as expected.